Event description:
It was reported that the customer passed away in a hospital. The cause of death has not been determined yet. The spouse is waiting for the death certificate. The customer was hospitalized on (B)(6) 2014. The customer's issues started in 2006, with a major surgery. The customer had blood infections. The customer's last recorded blood glucose was 89 mg/dl on (B)(6) 2014 at 6:44 am. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump approximately one month prior to passing; he was not coherent enough to use the device. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the device, under which the death report is being created, will not be returned because the customer never used it. The device that was used prior to death has already been returned for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-83721.